Manufacturer narrative:
Unit had cracked and detached end cap.

Event description:
The customer reported via phone call that the customer was changing the infusion set when the side cracked. The customer's blood glucose level was unknown at the time of the incident. The customer reported damage to the side on the insulin pump all the way through the indented circle. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.